Manufacturer narrative:
Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the pod-11 ischemic stroke and subsequent death was likely caused by the mechanism explained in the technical summary mentioned above. In addition, patient risk factors for stroke includes advanced age ((B)(6) years old) with history of atrial fibrillation, lacunar infarction and atherosclerosis. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, 11 days after the implantation of a 26mm sapien xt valve, the patient was found to have a middle cerebral artery infarction. No remarkable issue was noted during the transapical tavr procedure. On post-operative day (pod) 7, echo was performed which showed no thrombosis. On pod 11, ¿clouded consciousness¿ was observed and a CT revealed a middle cerebral artery infarction. Since the cerebral infarction occurred a midline shift was observed, aggressive medical treatment was not performed. On pod 12, MRI showed a hemorrhagic lesion in a wide range. On pod 14, the patient passed away. The cause of death was cerebral infarction. Since the patient had pre-existing atrial fibrillation (af), the cause of cerebral infarction was unknown. Warfarin was restarted for af after the tavr procedure. The physician stated that the relationship between the death and the procedure was unknown but he considered it was possible. In the physician¿s opinion, the infarction was caused by a big thrombus or plaque.